Event description:
The customer reported the unit failed pre-operational testing due to a circuit leak. The ventilator was not in use on a patient therefore there was no patient involvement or harm. The hospital biomedical engineer reported the exhalation valve was replaced to resolve the reported problem. If the exhalation valve is open or leaking it may result in a sustained open event with the exhalation system open to atmosphere and unable to provide a pressurized breath.

Manufacturer narrative:
Device out of warranty; no request for manufacturers service.